Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned, analysis was done and no anomalies were found. Concomitant medical products: d284trk bi-v ICD; implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that right ventricular (rv) lead was demonstrating both high and increasing pacing impedance. The lead was partially explanted and replaced. The remaining portion of the lead was capped. No patient complications have been reported as a result of this event.